Event description:
It was reported the x-ray of pt seems to be a triathlon cr knee, but not positive. Surgery scheduled to wash out joint (probably due to infection) on may 1 and poly tibial insert exchange. More info later.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.